Event description:
During (pta) percutaneous transluminal angioplasty, contrast was noted lacking from the balloon catheter. The balloon was inflated to four atmospheres. The product was inspected prior to inserting in the patient, and was prep according to IFU guidelines. The target site was below the knee and the target lesion was cto.

Manufacturer narrative:
Section e. Question 1 contact: josephine kober. 3 occupation qa representative. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.